Manufacturer narrative:
The pump was received with a retainer ring that was smashed inwards at one side. Unable to insert a test sc1-cap and reservoir into the reservoir compartment and unable to perform the displacement test due to the retainer ring partially blocking the opening to the reservoir compartment. Did not note anything wrong with the belt clip rails. Both belt clip rails are intact and are neither bent nor cracked. Inserted a test belt clip into the belt clip rails, and both belt clip rails held the belt clip firmly in place with very little movement. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the rewind, prime/seating, basic occlusion, and force sensor tests. No unexpected motor errors, pump errors, or prime/rewind anomalies were noted during testing. The pump did complete rewind during the tests mentioned above. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report that pump is unable to rewind was not confirmed but that of reservoir compartment damage was confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the belt clip was broken and the reservoir compartment was damaged. The customer also reported that the pump was unable to rewind. The event involved product(s) mmt-1884. Troubleshooting was performed for damage, and the customer reported that the retainer ring was damaged and the reservoir was unable to lock in place. The customer also reported that the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.